Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow up report will be sent upon completion of investigation.

Event description:
Lap chole:' "clips were 'scissoring' from the very first clip. The surgeon states he went through a few clips and all were scissoring. The clip applier came from kit #k2340."